Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site from the vad coordinator that the patient had multiple electrical fault alarms, suspected contamination. Log files were stated to have been sent in. Per log files, electrical fault indicated rear_phase_b_open. Visual inspection of the driveline did not reveal cloudy wires. Locking mechanism worked as intended and the alarms were not reproducible by movement. On (B)(6) 2016 the patient was moved and prepped in the step down unit with patient currently on 0.5mcg/kg/min milrinone and heparin gtt. Upon disconnection, no visible contamination was noted. Only blackened pin was observed. Two rounds of cleaning were performed with each taking about 30 seconds off pump time. Patient was stated to have tolerated procedure well, but complained of slight light headedness during pump stop. No additional information available.